Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
Dealer states joystick will intermittently lose all programming and need to be reset.